Event description:
It was reported that the patient wasn't feeling normal due to the device reaching elective replacement indicator (eri) and possibly having premature battery depletion, as well as pauses in pacing due to low or no output. It was noted that the device reached eri due to high battery impedance. The device was explanted and replaced. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We also received performance data collected from the device and have analyzed the data. The high battery impedance resulted in eri (elective replacement indicator). Eri caused by high battery impedance noted on (B)(6) 2011 prior to explant. The ramware version 8 was installed on (B)(6) 2011.